Manufacturer narrative:
The reported field event of reset was confirmed in the lab. The cause of the backup vvi was due to two consecutive event queue overflow occurring within 32 seconds, which resulted the device to enter backup mode. The cause of event queue overflow was determined to be the integrated circuit (ic) in radiofrequency (rf) module. Interrogation of the device revealed the device was above the elective replacement indicator (eri) when received. The device was tested on the bench: telemetry, pacing, sensing, impedance, high voltage (hv) output, hv shock and patient notifier were tested on the bench. No anomaly was detected.

Event description:
It was reported that upon interrogation prior to a procedure, the implantable cardioverter defibrillator (ICD) was found to be in backup vvi mode. The ICD was not used. There was no patient involvement.